Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 417 mg/dl. Customer also stated that insulin was leaking while bolusing . Customer changed the infusion set and reservoir. The customer was treated with manual injection. The device will not be returned for analysis.